Manufacturer narrative:
The device was returned for analysis; however, the analysis has not yet been completed. Information regarding patient weight was not provided. (B)(4). Additional information will be provided within 30 days of receipt. This is 1 of 2 MDR reports being submitted for this complaint, with associated referenced numbers of 1058196-2015-00186 and 1058196-2015-00185.

Event description:
As reported by a healthcare professional, during stent assisted coil embolization of a 7.5 x 3.5mm right vertebral artery aneurysm the access was built with a prowler select plus 606151x and 606s255x. It was noted that the enterprise stent (enc452812/10396487) could not be advanced at middle of the prowler select plus (606s255x/lot unk) shaft. The surgeon removed the microcatheter and stent. The stent had deployed after the surgeon removed it from microcatheter. The microcatheter was reshaped and the surgeon completed the procedure with a new stent. A constant and dedicated saline source was used at all time, and no further information was available. There was no report on patient injury.

Manufacturer narrative:
Complaint conclusion: as reported by a healthcare professional, during stent assisted coil embolization of a 7.5 x 3.5mm right vertebral artery aneurysm the access was built with a prowler select plus 606151x and 606s255x. It was noted that the enterprise stent (enc452812/10396487) could not be advanced at middle of the prowler select plus (606s255x/lot unk) shaft. The surgeon removed the microcatheter and stent. The stent had deployed after the surgeon removed it from microcatheter. The microcatheter was reshaped and the surgeon completed the procedure with a new stent. A constant and dedicated saline source was used at all time, and no further information was available. There was no report on patient injury. A non-sterile enterprise 4.5x28mm stent 12 mm dw tip was received coiled inside of a coil dispenser inside of a plastic bag. The stent was found deployed and no damages were noted on it. The deliver wire was received coiled and no damages were noted and it. The introducer tube was not received for evaluation. The received stent was inspected under microscope and no damages were noted on it. The functional analysis could not be performed since the stent was received deployed and it is necessary that the stent is still inside of the introducer tube to perform the functional analysis. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The stent deployment was confirmed since the stent was received deployed. The resistance between the microcatheter and enterprise delivery wire could not be evaluated since the stent was already deployed. The enterprise device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is 1 of 2 MDR reports being submitted for this complaint, with associated referenced numbers of 1058196-2015-00186 and 1058196-2015-00185.